Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 75% stenosed, 3.5mmx20mm target lesion was located in the moderately tortuous and seriously calcified left circumflex artery. Following pre-dilatation, a 3.50x20mm promus element plus drug-eluting stent was advanced for treatment. However, the stent was damaged when crossing the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a 3.50 x 20mm promus element plus stent delivery system was returned for analysis. A visual examination of the stent found damage. Middle stent struts were pulled and lifted from crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 75% stenosed, 3.5mmx20mm target lesion was located in the moderately tortuous and seriously calcified left circumflex artery. Following pre-dilatation, a 3.50x20mm promus element plus drug-eluting stent was advanced for treatment. However, the stent was damaged when crossing the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.